Event description:
Customer reported that while running an hcv assay, summit sample handler did not dispense sample or diluent in well b3 and no error code was generated. A field service engineer was dispatched and found the sleeve in position 3 stuck to the tip clamp. The sleeve in position 3 was cleaned and the tip clamp and plunger clamp 3 were replaced. No death or serious injury resulted from this incident.